Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is exhibiting shock lead impedance high out of range after a ventricular tachycardia (vt) ablation. Technical services (ts) was consulted and explained measurements went back to normal and no noise is present. The device remains in service. No adverse patient effects were reported.